Event description:
It was reported that cardiac arrest and ventricular fibrillation occurred. It was reported that a farawave catheter was selected to treat paroxysmal atrial fibrillation (paf). During procedure, the catheter was inserted and positioned the basket deployment in the left superior pulmonary vein (lspv). Positioning was confirmed using a non-boston scientific mapping system and right sided intracardiac echocardiography (ice). The patient began in normal sinus rhythm, but after the first pulse was delivered the patient went into ventricular fibrillation (vfib). The patient was cardioverted using a defibrillator and allowed the patient's mean arterial pressure (map) and heart rate to recover before continuing the ablation strategy. Additionally, it was informed cardiac arrest as a patient complication. The patient was not admitted to hospital beyond the standard of care and has fully recovered. No device issues were reported. Product return is expected.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.